Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a microintroducer is confirmed and the cause appears to be related to use. One 3.5 fr 10 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The tip of the introducer sheath was observed to be damaged and additional damage, which may be the beginning of buckling, was observed in the introducer sheath approximately 1 cm proximal to the sheath tip. The distal end of the dilator was observed to be slightly bent. A microscopic observation revealed one side of the edge of the sheath tip was damaged and the material was curled inward at one point. The damage observed on the returned introducer sheath is characteristic of damage caused by difficulty advancing an introducer/dilator into a vessel, which can result from too small of an incision, a steep insertion angle, insertion technique, and/or excessive insertion force. The product IFU states: ¿avoid sheath damage by simultaneously advancing the sheath and dilator as a single unit using a rotational motion.¿ a lot history review (lhr) of reay1114 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reay1114) have been reported from the same facility in brazil.

Event description:
It was reported that the peel way cracked and it was necessary to open other catheter to compete the procedure. It was also reported that the peel way did not advance in the peripheral venous access.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reay1114 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reay1114) have been reported from the same facility in (B)(6).

Event description:
It was reported that the peel way cracked and it was necessary to open other catheter to compete the procedure. It was also reported that the peel way did not advance in the peripheral venous access.